Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, dehydration, and high blood glucose. It was stated that the customer had multiple unexplained high glucose episodes. It was stated that the events leading to her admission was nausea, vomiting, and trouble breathing. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The caller requested a replacement of the insulin pump. Advised the mother to call back if further assistance is needed. No additional info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.